Manufacturer narrative:
The insulin pump could not be primed due to a loose motor support disk. However, the displacement test passed. Further testing could not be performed due to the alarms.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was reported that insulin squirted out during the manual prime. Nothing further was reported.